Event description:
The customer called reporting that he was receiving an error while trying to insert strips into his freestyle meter thus was not able to measure his blood glucose level. He stated that he was experiencing symptoms of hypoglycemia and went to ER for medical intervention as he got disoriented and was sweating.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.